Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe had foreign matter. The following was translated from spanish to english: the syringe presents a white liquid and they do not know what it is when they are going to be used, and it is the first box they buy and it contains that liquid and a technical explanation of what it is due to. What part/component/piece of the product is involved in the claim? Needle purpose of use: in which procedure was the product being or would be used? For insulin administration. Medication/substance involved in the occurrence. Insulin. Quantity of product with deviation 1. Is the sample related to the incident available for analysis? Yeah. Amount of sample with deviation available for analysis. 1. Is the sample contaminated (body fluids or medications/solutions)? No. When was the reported incident noticed? Before starting any procedure with the product and without contact with the patient/professional. Was there any harm to the health of the patient or the professional who handled the product? No. Was there a need for medical intervention? No. Was there a need for surgical intervention? No. Was there a need for hospitalization or extension of hospitalization? No. Was there exposure to chemical/biological agents (regardless of the use of ppe)? No. Was there an accidental needle puncture? No.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe had foreign matter. The following was translated from spanish to english: the syringe presents a white liquid and they do not know what it is when they are going to be used, and it is the first box they buy and it contains that liquid and a technical explanation of what it is due to. What part/component/piece of the product is involved in the claim? Needle purpose of use: in which procedure was the product being or would be used? For insulin administration medication/substance involved in the occurrence. Insulin quantity of product with deviation 1 is the sample related to the incident available for analysis? Yeah amount of sample with deviation available for analysis. 1 is the sample contaminated (body fluids or medications/solutions)? No when was the reported incident noticed? Before starting any procedure with the product and without contact with the patient/professional. Was there any harm to the health of the patient or the professional who handled the product? No was there a need for medical intervention? No was there a need for surgical intervention? No was there a need for hospitalization or extension of hospitalization? No was there exposure to chemical/biological agents (regardless of the use of ppe)? No was there an accidental needle puncture? No

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was able to confirm the customer indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.